Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 546 mg/dl at the time of incident and current blood glucose level was 498 mg/dl. Customer¿s different blood glucose level was over 500 mg/dl, 127 mg/dl and near 500 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection and insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature. Customer did not allege insulin pump was under delivering. The customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus delivery anomalies noted during testing. Device functioning properly during testing.